Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and a kink was found on the tube. A root cause could be due to incorrect handling during the packaging or transportation process. A quality alert was creating to make the manufacturing personnel aware of this reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/2/2017.

Event description:
The customer reports when they open the packets, the tubing is crimped and twisted.